Event description:
The following was reported to hamilton medical ag: a crack in the internal blue tubing and a damaged expiratory valve membrane were noted by the customer. Both parts are part of the coaxial breathing circuit set (pn260128). This occurrence was noticed during the pre-operational check while performing the leak test. There is no patient involvement reported. No harm to the patient, user or third party has been reported. Measures taken: the coaxial breathing circuit set was replaced wit a new set. The pre-operational checks were successfully completed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report